Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 7070765.

Event description:
It was reported the patient experienced uncomfortable stimulation in the non-target pain area of the left ribs. X-ray images taken in the field revealed the leads had migrated laterally. The patient underwent a revision procedure where the leads were repositioned. The patient did well post-operatively and no longer experienced stimulation in the left ribs.